Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus was informed that during a laparoscopic hepatectomy, the subject device was used. After approximately five minutes since the surgery began, a seal & cut short circuit error occurred and the user became unable to use the subject device. Furthermore the tissue pad of the subject device broke off and fell inside the patient. The user retrieved the fragment. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The tissue pad was stuck out from the grasping section and the metal part was exposed. Omsc could not determine where the tissue pad broke off and fell because the missing tissue pad was not returned, but it may be the severely worn part. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The coating for electric insulation of the probe was partially missing. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.